Manufacturer narrative:
The microtips have been received for evaluation by the manufacturer. A supplemental report will be submitted once the evaluations are complete. This report was filed as the doctor converted from the tenex procedure to an open tenotomy when he could not get the microtips to prime. Based upon the preliminary testing conducted by the sales representative, it appears that user error resulted in two of the three microtips not priming. A conclusion will be provided upon completion of the evaluation by the manufacturer. An MDR is being filed on the third microtip as this is the microtip failure that resulted in the doctor converting to an open tenotomy.

Event description:
Per the information provided, the doctor converted to an open procedure after attempting to prime three microtips and having each microtip activate the "vacuum test fail! Prime again!" Error message on the console. The customer reported that they set up the initial microtip and utilized the troubleshooting guide when the error message first activated. Another microtip was obtained and the same event occurred - the device failed to prime and attempts to troubleshoot the failure were unsuccessful. These two microtips were tx1 microtips from lot number 59261-8. A third microtip was set-up and the error message "vacuum test fail! Prime again!" Activated on the console. Troubleshooting was attempted and failed. This microtip was a tx2 from lot number 31316-08. At this time the doctor chose to convert to an open tenotomy procedure. There was a delay of 20 minutes between the failure, troubleshooting and the doctor converting to an open procedure. The patient was under general anesthesia during this time. The sales representative arrived at the facility the following day and tested the devices. Per his report, he tested the console and the three microtips. He first tested the console using a demo microtip. The demo unit primed on the first attempt and worked. He then primed the tx2 microtip, it primed and worked on the first attempt. The first tx1 was tested and did not prime on the first attempt. Per the report, it appears this was due to the saline level being low. The saline bag was replaced, the new bag spiked, and the first tx1 microtip primed and worked. The second tx 1 microtip was then tested. This microtip failed priming on two attempts.